Manufacturer narrative:
The device, intended for use in treatment was returned for evaluation: a visual inspection was conducted and confirmed the drill guide handle is broken. It was reported that the drill guide had some sort of melted chuck or piece logged in the opening. When we went to lock the set screw it prevented the set screwdriver from going pass the guide to engage the set screw. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incidents. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. (B)(4).

Event description:
It was reported that the drill guide had some sort of melted chuck or piece logged in the opening. When we went to lock the set screw it prevented the set screwdriver from going pass the guide to engage the set screw. It looked like a piece of the composite the guide is made of. The case was not compromised and the surgeon was not upset. The sample was disposed off by the nurse. Fault in device was noticed during set up and the procedure was completed using the original device. The investigation found that the handle was broken.